Event description:
The customer reported the ventilator was alarming during checkout due to a an occlusion. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the reported complaint. The service technician replaced the motor controller pcb board and blower as a precaution to address the reported problem. Applicable final testing was completed and passed to operating specifications. An occlusion during use in normal ventilation mode operation may result in no flow / ventilation during a breath cycle.